Event description:
A pulsar-18 peripheral stent system was selected for treatment. During a case of lower limb artery occlusion, the pulsar-18 was placed in the lesion but the stent did not release when the trigger was pressed for many times. The device was withdrawn. After withdrawal it was tried to release the stent outside patients body but it was again not possible. Another device was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 18 mm, and the stent has been partially released which was confirmed to be induced during the handling after the actual complaint event. Upon opening the handle during the technical investigation, it became apparent that one part of the assembly is out of position and visibly deformed which impedes functionality of the device. This indicates a potential failure during assembly of the handle. The root cause for the complaint event is most likely related to the manufacturing process. To prevent recurrence, the respective internal departments were informed about this case.